Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6, device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture : observed, opening assessed as unidentified (tear) opening. Shell thickness was within specification). Granuloma : unable to observe since it is a medical event and is not related to the device. Migration : unable to observe since it is a medical event and is not related to the device. Lymphadenopathy : unable to observe since it is a medical event and is not related to the device. No additional observation. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Health care professional reported rupture, swollen lymph nodes, granuloma and migration. This relates to the right side. Device has been explanted.

Manufacturer narrative:
Continued e.1 address 1: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Health care professional reported rupture. This relates to the right side. Device remains implanted.

Event description:
Additionally reported was ¿lymphadenopathy in right armpit¿ and "ipsilateral axillary siliconomas.¿

Manufacturer narrative:
The events of lymphadenopathy and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: ¿lymphadenopathy in right armpit¿ and "ipsilateral axillary siliconomas¿.

Manufacturer narrative:
Additional data: b.3., b.5., b.6.

Event description:
Device has been explanted and was not replaced.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 10jan2024. Correction to g.3. Aware date of supplemental medwatch #3. Aware date should have been listed as 11jun2024. Additional, changed, and/or corrected data: d6b.

Event description:
Health care professional reported rupture, swollen lymph nodes, granuloma and migration. This relates to the right side. Device has been explanted.